Event description:
It was reported that the insulin pump alarmed motor error during a bolus attempt. The blood glucose reading was 9.5 mmol/l. The caller stated that she may have checked her sensor graph during the bolus delivery, which may have caused a false motor error; however, she noted that the alarm recurred several times. Advised return of the insulin pump for analysis. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.